Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that there was a loss of aspiration. A 2.1mm jetstream xc atherectomy catheter was selected for a patient atherectomy procedure in the patient's superficial femoral artery and popliteal artery. The catheter was working fine during the first 5 minutes of the procedure. The physician was activating and rexing the catheter. The catheter continued to rotate as intended, but stopped aspirating when in rex mode. Catheter was removed from the patient, and was flushed and re-primed. The catheter was re-introduced into the patient, but again it would not aspirate consistently. The procedure was completed with another of the same device without any noted issues. No further issues were reported for the remainder of the case. There were no patient complications. The patient condition following procedure was stable.